Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited due to the first regulator unit was damaged, resulting in insufficient gas feeding. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "gas feeding is insufficient" was caused by a failure of the first pressure reducer. The first regulator unit was damaged, resulting in insufficient gas feeding. Olympus will continue to monitor field performance for this device.